Manufacturer narrative:
Correction in g.4: supplemental medical device report 02 is being filed to correct the g.4 date on the supplemental report, filed earlier. Incorrect date of 21-jan-2020 is being corrected to 16-jan-2020. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, device history record reviews could not be conducted. One opened probe was received with a tip protector, in a bubble bag, for the report of vibration and actuation failure during surgery. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent and orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was found non-conforming for actuation and cut. No noise or vibration was observed during functional testing. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle and shell assembly) was removed the probe was able to actuate. The complaint evaluation confirms that the probe had an actuation failure, and also indicated the probe had a cut failure. The evaluation did not confirm that the probe had a vibration issue. The most likely root cause for the actuation and cut non-conformances is from the bent needle and bent inner cutter. A bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The report of a vibration issue was not confirmed and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that vibration of a probe was larger than usual and actuation failure of the probe occurred during surgery. The product was replaced and procedure completed with no patient harm. The condition of aspiration is unknown.